Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation there appears to be an unknown density that is visible on the non con, arterial and delayed CT. Unable to confirm if there is contrast outside of the implanted device. Received one time-point for review. Unable to determine aneurysmal growth. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow up computed tomography (CT) dated (B)(6) 2019, revealed the patient had a possible proximal type I endoleak or a type iii endoleak with component disconnection. It is unknown if there is aneurysm sac enlargement. The event is ongoing.